Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Patient was implanted with a 3.0 bicortical locking screw due to sternal fracture diagnosis. Approximately two weeks ago, the surgeon noted that x-ray or CT revealed the 3.0 bicortical locking screw had partially backed out. The surgeon reported that he will not pursue further surgery to revise the implant since the patient is asymptomatic. This report is #1 of 2 for the same event.